Manufacturer narrative:
No indication of manufacturing or material failure. Root cause of event is most likely due to knee device being poorly aligned. Risk to user is considered negligible based on pms data. No further actions are considered warranted. Issue will be monitored.

Event description:
Patient stood up from seated position and when she put her weight onto the prosthetic knee, it flexed, and she fell. The patient had a small fracture on her right shoulder due to the fall.